Manufacturer narrative:
(B)(4). The customer reported that the defibrillator did not work with these paddles. There was no reported patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator did not work with these paddles. A replacement paddle set was ordered. There was no reported patient involvement.